Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account reported that upon implant, the left ventricular assist system (lvas) was started and the patient was completely weaned off cardiopulmonary bypass (cpb). Following chest closure, an electrocardiogram (ECG) showed st elevation and the patient went into supraventricular tachycardia (svt) with a heartrate in the 140s; however, the patient remained hemodynamically stable. The patient received 2 direct current (dc) cardioversions on (B)(6) 2021, and amiodarone was started, following which, the patient converted to normal sinus rhythm (nsr). St elevation was noted again in a follow up ECG and a transesophageal echocardiography (tee) showed decreased right ventricular (rv) function. The decision was made to insert a right ventricular assist device (rvad) via the right internal jugular (rij) and start inotropes. The patient¿s right heart failure reportedly remained ongoing. On (B)(6) 2021, the patient was noted to have melena stools and a drop in hematocrit (hct). A gastrointestinal (gi) consult was made, and the patient was intubated and underwent an endoscopy. Three ulcers were identified in the duodenum where were treated with epinephrine (epi) and cauterization. The patient was transfused with multiple units of red blood cells (rbcs) and the event reportedly resolved on (B)(6) 2021. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The hm3 lvas IFU lists bleeding, cardiac arrhythmia, and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The IFU provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, this document states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, cardiac arrhythmia, and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6, under ¿right heart failure, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6 (under ¿caution!¿) explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26mar2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had right heart failure. The patient started on the lvas and cardiopulmonary bypass completely weaned off after chest closure. Electrocardiogram showed st elevated and supraventricular tachycardia 140s. Hemodynamically the patient is stable. Dc x2 and amiodarone started. The patient was converted to normal sinus rhythm. Still st elevated in electrocardiogram and transesophageal echocardiogram showed decrease in right ventricle function. A decision was made to insert an rvad via right internal jugular and inotropes. The patient also had melena stools and stop in hematocrit. The gastrointestinal was consulted and the patient was intubated and underwent a endoscopy. There were 3 ulcers in the duodenum. This was treated with epinephrine and cauterization. The patient was transfused with multiple red blood cells.